Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the top front left tooth was supposed to be raised up, however it still hasn't and has also began chipping on the bottom of the tooth. Additionally, the bottom teeth are not moving per the treatment plan and the aligners do not fit.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.